Event description:
It has been reported to philips that the allura system would not boot up. The system was not in clinical use when this occurred. There was no report of harm.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system shuts down itself and the issue persists after restart. Review of the system log file showed that a frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The failure analysis confirmed the defective frame grabber card in the flexvision pc. The fse replaced the flexvision pc and the hard disk to resolve the issue. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.